Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the surgeon had to re-register the patient. There wasn¿t a specific amount of inaccuracy, just that the patient registration deteriorated over the course of the surgery, which lead them to re register.

Manufacturer narrative:
Software logs were reviewed. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the site stated that accuracy deteriorated over time. The re-registration seemed to resolve it at first but deteriorated over time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the surgeon was not satisfied with the "quality of navigation". The representative interpreted this as an alleged inaccuracy, though the doctor did not specify the amount of inaccuracy. The representative was present in the beginning of the case and was called back after the initial trace registration to add an additional touch point but was dismissed from the case and the case continued without him. The site experienced less than 1 hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.